Manufacturer narrative:
The event occurred in italy. It was reported that after setting the alarm limits, the rotaflow pump stopped working, during use on a patient. The emergency drive was used until the rotaflow console was exchanged with another device. No harm to any person has been reported. Due to the information that the pump has stopped during use, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6). Functional test and visual inspection for troubleshooting were performed and it was found that the pump stopped due to the fact that the operating mode had been changed from free to standalone mode by the user. The technician confirmed that the rotaflow does not have a malfunction. No parts has been replaced. Operational tests were performed successful. The root cause could be determined as an user error, as the perfusionist committed a mistake by changing the mode from free mode to stand alone mode. Based on these investigation results the reported failure "pump stop" could be confirmed, but there is no product related malfunction. The review of the non-conformities has been performed on 2024-12-16 for the period of 2010-05-21 to 2024-12-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2010-05-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system 4.4 en 15. Chapter 4.4.1: do not use the "free" mode during a normal application, but only in emergencies (e.g. If the rotaflow system has stopped because of an error in the monitoring system). In this mode, no intervention is made by the monitoring system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured in 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in italy. It was reported that after setting the alarm limits, the rotaflow pump stopped working, during use on a patient. The emergency drive was used until the rotaflow console was exchanged with another device. No harm to any person has been reported. Due to the information that the pump has stopped during use, a report is required. Complaint ID: (B)(4).